Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a very loud motor infusion error unit was saying that medicine was completed before it actually was. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a crack on right plunger case and missing battery. No error which related to customer reported problem was found in event/error history log (ehl). Functional testing found the pump was running loud during syringe delivery test and the accuracy test was performed also and within the required specs. Grease is needed on the worm coupling cavity to resolve the noise issue. No problem was found of customer reported problem of infusion error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).